Event description:
After an extracorporeal shock wave lithotripsy treatment on a lower left ureteral stone, pt complained of pain in the lower back area. It was discovered that he had a sacral pressure burn with reddened area and large blisters.